Manufacturer narrative:
Device manufacture date: monitor sn (B)(4). Battery sn (B)(4). Battery sn (B)(4). Device eval summary: device evaluations of monitor sn (B)(4), and batteries sn (B)(4) and (B)(4) have not yet been completed. The reported problem (battery faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor and batteries. The pt received a replacement monitor and two replacement battery packs.

Event description:
A (B)(6) female pt's sister contacted zoll lifecor customer support to report that the pt received an error saying that there might be a problem with the battery. The error occurred with both of the pt's batteries. The pt was provided with a replacement monitor and two battery packs.